Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version 1.0.91. Cloud - smartphone operating system data not available. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 320 mg/dl while wearing the pod between 4 and 24 hours. Patient was not feeling well and was vomiting. The patient went to the hospital where the pod was removed and was treated with insulin and potassium intravenously. Patient was discharged after 3 days. Pod was discarded.